Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle does not retract. The following information was provided by the initial reporter: in the last couple of weeks, we have noted several faulty bd insyte auto guard bc 20 ga x 1.16 inches shielded IV catheter with blood control technology. The needle does not retract when the safety button is pushed resulting in nurses having to place the IV catheter with the needle not retracted into a sharp container. The needle will not retract into the safety housing when the safety button is pushed, however the needle will retract if you pull back a little on the needle before depressing the safety, button or try to recap the needle. On some occasions it has been noted that the retracted needle then sticks out a little bit from the safety housing. This has occurred only with ref (B)(4), lot 4299128, exp 09/30/2027. We have pulled all of this lot number from our stock and notified bd for replacement. So far, no needlesticks have been reported that are directly related to this issue.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of needle retraction failure could not be confirmed from the representative 20g insyte autogaurd devices that were received in sealed packaging from lot #4299128. A sampling of (B)(4) units were randomly selected for testing. A functional test showed that the needles fully retracted and no delay in retraction was observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.